Event description:
Pt developed erythema and edema at treatment sites two months after treatment with bovine collagen. The physician has diagnosed hypersensitivity and treated the pt with intralesional kenalog.